Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6) . Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient admitted to hospital due to diabetic ketoacidosis on (B)(6) 2024. Therefore, patient was treated with intravenous insulin. Length of hospitalization of greater than 24 hours. The blood glucose level was over 600mg/dl at time of hospitalization. Headache, tired/weak, and extremity pain/cramps symptoms were reported at time of hospitalization. No further information available